Event description:
It was reported that adhesion issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was also using an omnipod insulin pump at the time of the event. On 06/18/2026, while watching a movie, the patient noticed that the wearable had detached and fallen off. At an unspecified time later, the patient began experiencing vomiting and symptoms consistent with diabetic ketoacidosis (dka). The patient presented to the emergency room (ER), where she was diagnosed with dka. Treatment included intravenous (IV) fluids and IV insulin. The patient remained hospitalized until (B)(6) 2026, when she was discharged. It was additionally reported that the patient would continue to receive IV fluids as part of her ongoing care. At the time of the report, the patient was described as ¿fine.¿ data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.